Manufacturer narrative:
Additional information: b5-the reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2024. Intraoperative aqueous misdirection occurred. Per information provided on (B)(6) 2024, the patient is comfortable and the eye is quiet with bcva & ucva 20/15 and iop 11mmhg. Pupillary sphincter injury is noted with superior iridodialysis at 3 clock hrs. To the best of our knowledge the lens remains implanted. Cause reported as a patient related factor. H6-clinical code:4581-aqueous misdirection. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
A medical consult was requested for a "complicated case" involving an unknown model icl implanted into the patient's eye on an unknown date. Reportedly the lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.